Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan error" message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced feeling "low sugar in early morning," requiring an unspecified third-party treatment. The customer provided no other detailed information. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Cracked sensor neck was observed upon inspection of the sensor plug assembly. The cause of the cracked sensor neck is likely attributed to the shipment of the used sensor back to adc for investigation. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed, therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan error" message was reported with the adc device, and the customer was unable to obtain readings. As a result, the customer experienced feeling "low sugar in early morning," requiring an unspecified third-party treatment. The customer provided no other detailed information. There was no report of death or permanent impairment associated with this event.